Event description:
The facility representative contacted baxter to report an infusor that had a ruptured reservoir. The event occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up medwatch report will be submitted if additional information becomes available.